Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport that is cleared in the us. The 510k/PMA number and pro code is identified in d2, and g5. Manufacturing review: the lot number was provided; therefore a lot history review could not be performed. Investigation summary: one power-port MRI isp with catheter and cathlock attached to the port body was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. Four electronic photos were reviewed and one radiograph image was reviewed. The investigation is unconfirmed for device leakage, as the evaluations performed could not identify a deficiency in the device. No device deficiencies could be identified by the gross visual evaluation, microscopic visual evaluation, and photo review. The device returned with sample was freely patent to infusion and aspiration, and no leaks were observed during in-lab functional testing. The image review identified contrast medium around/in the port hub and in the port catheter tubing; however, the source from where the contrast medium identified came was not identified, and no breaks in the catheter tubing were identified. The definitive root cause could not be determined based upon available information. It is unknown if procedural factors caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4, h6 (method). H11: h3, h6 (results, conclusions). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two weeks after the placement of a port catheter via the right subclavian vein and during chemotherapy, an alleged leak of chemotherapeutic agent was identified and the patient experienced pain. It was further reported that computed tomography (CT) examination revealed an alleged contrast medium leak near the port body. Reportedly, the port device was removed. The patient was reportedly stable after the device removal.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device along the photographs and images has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately two weeks after the placement of a port catheter via the right subclavian vein and during chemotherapy, an alleged leak of chemotherapeutic agent was identified and the patient experienced pain. It was further reported that computed tomography (CT) examination revealed an alleged contrast medium leak near the port body. Reportedly, the port device was removed. The patient was reportedly stable after the device removal.